Event description:
On three occasions, they received pt complaints that their pain pump was administering medication when they had not pressed the button on the pt pendant. Upon inspection, the pt pendant cable was found to be damaged at the connection to the pump. There was visible damage on the first two pumps, but on the third then was no visible sign of damage, but the metal connector could be rotated when it should have been stationary.